Event description:
The 8 fr. 34 cc iab leaked. As a result of the event, the detachment of the artery wall lead to ischemia and the pt went on to expire. In 2002 it was reported the removal of the balloon: fragments of the articles came in the blood flow with consequence ischemia of the interior members. Later followed by the pt's death. Event complications: the pt experienced ischemia, expired - rpt'd in 2002. Pt's current status: expired - rpt'd in 2002.